Event description:
It was reported that during an implant procedure, the first attempted left ventricular (lv) lead had high threshold with phrenic nerve stimulation and there was also dislodgement/placement difficulty due to patient anatomy. The next attempted lv lead had high/unstable threshold and also had dislodgement/placement difficulty due to patient anatomy. Neither of the first two leads was used and a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).